Event description:
It was reported that the patient had a gastrointestinal bleed which complicated the ventricular assist device implant course.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was later reported that upon chart review there was no mention of a gastrointestinal bleed in the post-op course, only that the patient had a pre-syncopal event caused by a large bowel movement.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the reported syncope could not be conclusively determined through this evaluation. The patient remains ongoing with heartmate ii left ventricular assist system, serial number: (B)(6), and no product is available for investigation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 1, entitled ¿introduction¿, lists the potential adverse events that may be associated with the use of heartmate ii lvas. Section 6, entitled patient care and management¿ (under ¿pump performance monitoring¿), states that complaints of dizziness should prompt immediate evaluation of the patient and the system. No further information was provided. The manufacturer is closing the file on this event.